Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The proximal neck was 18 mm in diameter and 21 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 8 mm in diameter. The right femoral artery measured 6 mm in diameter and the left femoral artery measured 5 mm in diameter. It was reported that a recent ultrasound found evidence of arterial occlusion in the right iliac artery. No intervention has been performed. No clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information received. It was reported there were vascular complications related to the study device. It was noted that there was limb thrombosis probably due to stenosis of the external iliac artery in the clinical picture of lung cancer which was being treated with chemotherapy. The patient was scheduled to have a femoral-femoral bypass. It was further reported that the patient had surgery to resolve the stent graft occlusion. The secondary procedure was reportedly successful and there were no adverse events observed post operatively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information received for this case reported that, approximately 2 years post index procedure, an extra anatomical by-pass was performed via open surgery due to an occlusion. It was reported that a follow up CT performed approximately 5 years post index procedure showed the patient to have stent graft occlusion of the right limb. As per the physician, the cause of the event was due to limb thrombosis likely due to a stenosis of the lower external iliac artery which was observed approximately 1.5/2 years post index procedure. No additional clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.